Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 8 closed samples for analysis. To evaluate the conformity of these units, we performed the following test: knot pull tensile strength results conducted on the closed samples received are 1.32 kgf in average and 1.22 kgf in minimum and fulfil the european pharmacopoeia (ep) requirements (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum). These values are in the usual range for this thread and size. As stated in the instructions for use of the product, when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that the thread breaks off during upper ankle joint on the right skin suture. There was no patient injury. Type of operation: metal removal. The plan was to continue by constantly tearing, single button seam. When they wanted to start suturing the skin, three different threads broke without much force after being inserted into the skin.